Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that on (B)(6) 2024, the wearable was about to fall off. The patient finished removing the wearable and noted the wire to be missing and his arm to be swollen. The patient went to the emergency department (ed) and underwent x-ray and ultrasound but the wire was not found. The doctor reportedly performed surgery to remove an infection and attempt to remove the retained wire but was unsuccessful. The patient was discharged during lunchtime. There was no documentation of further medical evaluation or intervention for retained sensor wire. At the time of the report, the patient was feeling numb. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.